Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month after the controller ac adapter was replaced, the patient reported that the recognition sound did not play once when connecting the controller ac adapter to the controller. Upon interviewing the patient, it was found that the incident occurred on (B)(6) 2024, at 22:07, with the battery level showing 3 (lighting indicators), and it was noted that the controller ac adapter had been replaced. Notably, the recognition sound does not play if any alarm is active during power connection, but it was confirmed by the patient that no alarms, including low-priority ones, were present during the power exchange. The recognition sound failed to play once, and since then, the power recognition sound has played during controller ac adapter connections without any issues. During the (B)(6) regular outpatient visit, the patient reported this to the ce in charge of the ventricular assist device (vad), and the latest csv file from the (B)(6) visit was shared with medtronic. An analysis request was sent, and no data indi cating a malfunction was found. The possibility of a low-priority alarm sounding with only one power source connected for a certain period, causing the recognition sound not to play, was also checked, but since low-priority alarms are not recorded, further investigation was difficult. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ac adapter (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis did not reveal any anomalies within the analyzed period. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, an intermittent connection due to connector contamination, connector damage, and/or a damaged cable wire. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.